Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: we just received a recall for various lot #s insyte auto guard ivs. We do not have any of the affected lot #s that are listed as affected products, however, we have lot #4305273 ref #381433 that is slow to retract.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Complaint based on customer opening and testing devices in a non-clinical setting.

Manufacturer narrative:
The complaint of slow retraction was confirmed, and the cause appeared to be manufacturing related. One video was provided for investigation. The video showed the activation of the safety mechanism and supported the complainant's description of the reported event; therefore, the complaint was confirmed. Due to similar complaints that were reported from this lot, the root cause was suspected to be caused by displaced gel between the grip and the flash chamber on the needle hub. A trend has been identified for the reported failure and further actions have been initiated to investigate this type of incident and identify the root cause. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.